Manufacturer narrative:
It is not documented whether the initial reporter is a health professional. The results of the investigation are not available at the time of this report.

Event description:
The event was reported as: the package has a broken piece floating in the sealed package. The device was not used on a patient. The defect was found during inspection after a reported event from device with the same catalog number.